Event description:
It has been reported to philips that there was an oil leak from the x-ray tube causing smoke in the room. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in not in clinical use when the issue was identified. A philips engineer inspected the system remotely and found that there was an oil leak from the x-ray tube causing smoke in the room. The customer opened the r cabinet and found that there was a unit leaking oil which got sprayed inside and leaked. The philips field service engineer (fse) inspected the system onsite and confirmed that the entire cabinet was contaminated by oil, which leaked from the oil reservoir. It was identified that all the electronics inside the cabinet were contaminated. The fse disconnected all the wires from cabinet and cleaned up more oil from the system. The fse replaced and installed the new cabinet to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.